Event description:
It was reported that during a laparoscopic rectum resection procedure, the device did not staple completely. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.